Manufacturer narrative:
Follow-up #1 date of submission 09/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2013 with the following findings:the pump powered on appropriately and the display was clear and legible; there were no lines through the display. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, the bolus button cover was found to be torn and the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.